Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range pacing impedances greater than 3000 ohms. The threshold was good, and the sensing was noted as down. They were able to recreate noise when the patient pressed their hands together, so the device was programed to unipolar pace and bipolar sense and the noise went away. The physician indicated that the patient was 99% ventricular paced and 1% atrial paced. Had also mentioned message about right ventricular (rv) lead, but it was programmed bipolar and caller could not think of what was the reason. The rv impedances were stable, and looking at the trend there were no out of range values. Discussed might have been a low r-wave amplitude measurement, and plan was to keep an eye on for now. No symptoms were noted. The device remains in-service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range pacing impedances greater than 3000 ohms. The threshold was good, and the sensing was noted as down. They were able to recreate noise when the patient pressed their hands together, so the device was programed to unipolar pace and bipolar sense and the noise went away. The physician indicated that the patient was 99% ventricular paced and 1% atrial paced. Had also mentioned message about right ventricular (rv) lead, but it was programmed bipolar and caller could not think of what was the reason. The rv impedances were stable, and looking at the trend there were no out of range values. Discussed might have been a low r-wave amplitude measurement, and plan was to keep an eye on for now. No symptoms were noted. The device remains in service.